Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 cx preconnected pump and cylinders due to a perforation in the tubing that connects the pump to the cylinder. Additional information received stated that the implant did not inflate. The patient condition following procedure was very well with functional penile prosthesis.

Manufacturer narrative:
Pump-cylinder tubing break was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue at the corned of a fold. The other cylinder performed within specifications. There was a leak in one of the pump -cylinder kink resistant tubing (krt) at the pump -cylinder strain relief junction that was due to fatigue. The pump was not functionally tested due to the tubing leak and cylinder failure. The product analysis confirmed the allegation of pump-cylinder tubing break. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis confirmed the reported device allegation. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. Based on this investigation a conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure during product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 cx reconnected pump and cylinders due to a perforation in the tubing that connects the pump to the cylinder. Additional information received stated that the implant did not inflate due to fluid loss. The patient condition following procedure was very well with functional penile prosthesis.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 cx preconnected pump and cylinders due to a perforation in the tubing that connects the pump to the cylinder.